Event description:
Same case as MFR: 2134265-2011-05852. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric shaped, 20mm in length, de novo target lesion with an ejection fraction on 55% was located in the moderately calcified and non-tortuous, 2.0mm in diameter mid to proximal left anterior descending artery. A 15mm x 2.0mm and a 20mm x 2.0mm maverick 2 balloon catheter were selected for pre-dilation and were advanced to the lesion without resistance. Once to the lesion, this 20mm x 2.0mm balloon catheter was inflated successfully for 8 seconds; however, the balloon ruptured around 14atms after being inflated for 6 seconds. The 15mmx2.0mm balloon catheter was successfully inflated for 7 seconds; however, this balloon also ruptured at 14atms after being inflated for 5 seconds. The devices were removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer examination of the returned device revealed a pinhole leak 1 mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and of the proximal markerband were completed and no issues were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
Same case as MFR: 2134265-2011-05852. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric shaped, 20mm in length, de novo target lesion with an ejection fraction on 55% was located in the moderately calcified and non-tortuous, 2.0mm in diameter mid to proximal left anterior descending artery. A 15mm x 2.0mm and a 20mm x 2.0mm maverick 2 balloon catheter were selected for pre-dilation and were advanced to the lesion without resistance. Once to the lesion, this 20mm x 2.0mm balloon catheter was inflated successfully for 8 seconds; however the balloon ruptured around 14atms after being inflated for 6 seconds. The 15mmx2.0mm balloon catheter was successfully inflated for 7 seconds; however this balloon also ruptured at 14atms after being inflated for 5 seconds. The devices were removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).